Event description:
It was reported that during the pre-use check, the spontaneous breath indicator did not illuminate. It was also reported that the demand (off) switch response was poor. No patient involvement was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because it was deemed not relevant to the design issue and the device is over one year old. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no abnormality in the appearance of the main body. Functional testing found a demand detection abnormality and looseness of gas outlet of the main body. The root cause of the reported issue was found to be a faulty demand valve assembly and a design issue for the tightened patient circuit connector. Replaced the failed demand valve assy. Tighten the patient circuit connector with a force of 4.5 nm per the internal CAPA action.